Manufacturer narrative:
Balloon burst was confirmed, however, numed has not been able to get any additional information from this facility. It is unknown as to the indication it was being used for, the pressure it was taken, and if an inflation device with pressure gauge was used as is recommended in the instructions for use. No conclusion can be drawn about this device. The reserve sample that was pulled and tested for rbp passed specification. The labeled balloon rbp is 3.5 atm. The reserve sample was inflated until it failed. It did not burst until 7 atm, which is double the labeled rbp. Follow-up 001 - updated 2/22/2017 to correct 510(k) number in the report.

Event description:
As per the report from bis - "balloon burst circumferentially."

Manufacturer narrative:
Balloon burst was confirmed, however, numed has not been able to get any additional information from this facility. It is unknown as to the indication it was being used for, the pressure it was taken, and if an inflation device with pressure gauge was used as is recommended in the instructions for use. No conclusion can be drawn about this device. The reserve sample that was pulled and tested for rbp passed specification. The labeled balloon rbp is 3.5 atm. The reserve sample was inflated until it failed. It did not burst until 7 atm, which is double the labeled rbp.

Event description:
As per the report from bis - "balloon burst circumferentially."